Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted; (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise on the tip to ring configuration. In addition short v-v counts were noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.